Event description:
During routine tests at installation of unit, co svc rep noted output of vaporizer was not within spec. There was no pt involvement. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.